Event description:
It was reported that the device had reached battery depletion premature. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action correction.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: product ID 694965 implantable tachy lead implanted: (B)(6) 2007, 5076 implantable pacing lead implanted: (B)(6) 2007, 4543 competitor implantable pacing lead implanted: (B)(6) 2007. (B)(4).